Manufacturer narrative:
H3: analysis of the concerto coil (model: nv-2-6-helix lot: b014883) found no damages or irregularities with the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The concerto pusher was found kinked at 1.1 cm, at load indicator 3.0 cm, broken but retained by release wire at 5.0 cm, broken at break indicator and retained by release wire 8.2 cm, and kinked at 184.9 cm from proximal end. This is indicative that a manual detachment was performed at these locations. The coin was found not against the lumen stop. The shield coil was found intact. The implant coil was found detached and not returned. No other anomalies were observed. Based on the analysis performed, the customers report of ¿non-detachment¿ could not be confirmed as the concerto was returned without the implant coil. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. There was no malfunction of the device or non-conformance to specification identified that led to the non-detachment. There is no indication that the event is related to a potential manufacturing issue. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. H6: method code updated to b19. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil did not detach. As a result the device was replaced and the procedure completed. The devices were prepared as indicated per the IFU. There were no related patient symptoms. The patient's vessel anatomy and reason for treatment was unknown. Additional information received indicated there were no issues encountered prior to the non-detachment event. The physician could not remember any other event details asked.